Event description:
It was reported that the nurse reported the following event to the sales rep from stryker that the pt visited the surgeon who noticed that the plate was broken.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.